Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that son was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was high. The customer was admitted to the hospital. Customer stated that healthcare provider was working with settings and that was caused it. Customer stated that pump is now adjusted and everything is now going great.